Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter, and received a power source alert after plugging the pump into a wall outlet on multiple, intermittent occurrences. The customer used an alternate wall adapter and the pump charged successfully. The customer¿s blood glucose (bg) level was "stable" for the past event, and was 170 mg/dl at the time of the reported event.